Manufacturer narrative:
Updated from patient involvement to no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips "the stop cart monitor does not charge". The customer clarified the battery of the defibrillator was run out, thus when they proceeded with the opcheck test, sometimes the defibrillator did not discharge. There was no patient involvement. (Updated).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips "the stop cart monitor does not charge". Additional details have been requested. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. We are considering this to be a power issue based on the context that the reported issue may indicate the battery was not charging, the battery was replaced to resolve the issue, and there was no indication of patient involvement.